Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer's representative (rep) reported the patient suffered a seizure in the post-anesthesia care unit after the buried lead trial. It was unknown what led to the event. The patient showed signs of seizure including loss of use of left side of body and speech. No diagnostics related to the leads were completed. The unit was turned off while medical professionals attended to the situation. The patient was expected to be discharged home and to continue the trial. The patient would be back on (B)(6) 2016 for either a lead pull or a full implant. Further, the rep reported they did not think the implantation of the leads had anything to do with the seizure. However, it was also noted the seizure was related to the device or therapy. The patient had a history of them as of one or two weeks ago. There were no device issues. The patient had a prior seizure within the last two weeks. Diagnostics information was unknown. The patient had a seizure after a buried lead trial and the healthcare provider (hcp) wanted to do an MRI to diagnose. It was unknown what they did as an intervention. The patient did stay at the hospital for observation. The cause of the event was not determined. No surgical intervention occurred and it was unknown if any was planned. The seizure had been resolved and the patient had function in his legs and speech returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.